Event description:
Information received indicates when the head up function is operated from the left siderail, it was not stop and continue rising unintentionally.

Manufacturer narrative:
Repairs have not been completed.